Event description:
The patient reported that since this past (B)(6) 2021, patient stated that the needle button on about 9 v-go 40 devices released on it's own. The patient stated that the most recent one released on its own after slightly bumping it and all the others were just random. The patient wears the v-go on his abdomen.